Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow up report will be filed.

Event description:
It was reported to nova biomedical, that a consumer received a blood glucose reading of 43 mg/dl on her glucose meter. At the same time, she received a reading of "hi" on another brand of meter. No decision to treat was made on the alleged faulty meter. The difference in values was considered to be clinically significant. The meter will be returned for evaluation.